Event description:
Device malfunction: clip failure. Time of malfunction: during vessel closure. Symptoms/ae: none: hematoma, failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the site continued to bleed. An unspecified size hematoma developed. Digital pressure was applied to express the hematoma. A femostop was used to achieve hemostasis. It was noted that the puncture site was above the inferior epigastric artery. There were no reported adverse patient sequelae. Though requested, no additional info was available.

Manufacturer narrative:
(Against IFU): the starclose instructions for use (IFU) (warnings) states: "do not use the starclose vascular closure system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site." The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.